Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt is not registered, and pt does not have an ID card, pt only has a card that verifies they have a model 97740 pt programmer. Pt stated their pt programmer needs to be replaced. Pt stated they think they were implanted 2008 - 2010. Patient services (pss) reviewed with pt that her ins would have reached eos by now so we would not replace the equipment. Pt stated they need an MRI urgently. Pss provided nas information for MRI center to page the local rep. Pt stated that they can feel stimulation sensation off and on for the past 5 - 6 years. Pt feels it more when in pain, and  pt stated they feel pain in their hip and down to feet. Pss is contacting the local field rep for ins model / sn to register pt. Pt verified hcp info. The patient was redirected to their healthcare provider to further address the issue. The call connection cut out every 1 - 3 seconds so it was hard to capture all what pt stated on the call. A rep later reported the pt's battery is 13 years old and is dead and there is nothing they can do. On (B)(6) 2023 the rep reported they never spoke with this patient and has no knowledge of their system. An hcp office asked if the patient could have an MRI but did not have any device information. Patient services recommends having patient follow up with implanting hcp/facility to get more implant information for MRI facility.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.